Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system came to the hospital complaining of soreness and pain around the device. Several days later, the patient was seen again and there was redness noted around the s-ICD and the electrode. Additional information was received that the patient's pain has been still ongoing. As it is unknown if the patient is experiencing an infection or reaction, the patient was placed on oral antibiotics. At a later date, the s-ICD system was explanted. No additional adverse patient effects were reported.